Event description:
A report was received that the patient had developed an infection at the midline incision site after being implanted. Symptom included redness at the site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and the infection had cleared up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.